Manufacturer narrative:
(B)(4). Implant date: not applicable; the lens was not fully inserted into the patient's eye. Explant date: not applicable; the lens was not fully inserted into the patient's eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the knob (handle) would not turn all the way. The lens was partially out and made contact with the patient's eye, but the lens would not fully eject from the loader due to the knob on the loader not turning. The surgeon ended up using another lens and it was implanted successfully. Reportedly, there was no harm to the patient.

Manufacturer narrative:
The preloaded insertion system (pcb00) and the intraocular lens were returned to the manufacturer for evaluation. Visual inspection of the return product revealed that the plunger component was observed in advanced position. The cartridge was observed fully engaged into the lower body of the preloaded device. No defects in the plunger/pusher rod tip was identified that could impair the functionality of the device. Visual examination of the lens revealed that one of the lens haptic was observed broken. The preloaded insertion system was examined under the microscope and showed that one part of the lens was observed stuck in the cartridge tip. The investigation results indicated that the event could be related to handling of the device during the procedure. However, the exact cause is unknown. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. No deviation or non-conformance report (ncr) related to the customer claim was generated. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. The documentation shows that the production order was manufactured according to specifications. A review of the directions for use (dfu) was performed and indicates how to fully advance the intraocular lens (iol) and the precautions included the following: do not advance the lens unless ready for lens implantation. The use of viscoelastics is required when using the tecnis itec preloaded delivery system. For optimal performance, use the amo healon® family of viscoelastics. The use of balanced salt solution alone is not recommended. All pertinent information available to abbott medical optics has been submitted.